Event description:
It was reported that during the initial implant procedure, the left ventricular (lv) lead was unable to be retracted as part of repositioning to find the optimal lead position. The physician considered the difficulties explanting the lead to be due to the anatomy of the patient. Administration of water along the lv lead was unsuccessful at dilating the vein. The vein was successfully dilated using vasodilator medication and the lv lead was explanted and replaced. Discission was noted following explant. No intervention was required to address the dissection. The patient was in stable condition.

Manufacturer narrative:
The reported event was difficulties explanting the lead due to physiological factors resulting in dissection. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.